Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as the lot number is not available. Thus, no investigation can be made for this complaint. This complaint will be used for trend analysis. In september, we received one used sample. After decontamination, at visual examination the balloon was burst without missing part. In addition, the valve was cut off, so we couldn't determine the lot number. However, deflation issue is known but, in this case, according to the available information we cannot conclude on a specific root cause. Checking the quality databases revealed this type of defect is known and closely monitored. A similar case study was performed based on family product folysil and defect deflation difficult or impossible over last four years: 51 similar cases were found. It is concluded that the risks identified are still acceptable and considered as safe. B3: estimated date.

Event description:
According to the available information, when attempting to deflate the catheter the balloon would not deflate. The patient was rushed to red cross so the doctor could empty the patient's bladder with a suprapubic due to retention.

Manufacturer narrative:
B3: estimated date.